Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect. Cause was not known. Blood glucose ranged between 250-300 mg/dl and a correction bolus was delivered to address bg.